Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a custom pt with topographically-observed "central islands (corneal irregularities) following a custom myopia with astigmatism laser procedure. Only the right eye was treated to achieve a monovision outcome. There was no pt injury/impact associated with this event. At approximately 3 months post-op, this pt's bcva was equal to pre-op and ucva improved from 20/80+ to 20/25-. Notes in the record indicate the pt was still getting accustomed to monovision and still experiencing dryness at night. Surgeon's notes indicate an excellent result. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.